Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, this device fired properly and the staple line and its integrity was intact but when extracting the device after 1/2 revolution, the device was difficult to remove from the tissue. Then the surgeon turned the shaft side to side according to protocol but still it did not release the tissue. Then the surgeon opened the anvil another 1/4 revolution and then it was easy to remove the device from the tissue. Unfortunately the staple line was most likely torn in this extraction process resulting in a small leak which was shown by a leak test. Hence, the surgeon had to place a suture to close the minor tear. Only two stitches were needed and then a loop ileostomy was made. The surgeon felt comfortable after the leak test and suture. No other materials such as buttressing alike were used. There were no adverse consequences for the patient.